Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced pocket erosion/pump coming through skin, cellulitis around the pump site, and drainage/incisional wound opening at the device pocket. On (B)(6) 2015, the pump was explanted; the catheter remained implanted and tied off. The catheter was left implanted for potential use in the future. The patient had no fever and was doing fine. There was no alleged product issue. The patient status at the time of the report was indicated as alive - with injury. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.